Event description:
It was reported that this was an arteriotomy closure of the heavily calcified right common femoral artery with scar tissue using a proglide after an interventional coronary procedure with a 6f sheath. Reportedly, a cuff miss [suture retrieval] issue was noticed. During removal, resistance was noted, and the device was observed to have broken yet was held together with the actuator wire. Extra procedure time was added in order to remove the device without a patient effect. Manual compression was used to achieve hemostasis. Subsequent to filing the initial report, returned device analysis noted the posterior cuff and foot were separated and not returned. Follow-up with the site was performed; however, the location of the foot and cuff are unknown. There was no report of patient effects that would indicate that the separated material was left behind in the patient. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss and guide break were confirmed. Difficult to remove the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the heavily calcified right common femoral artery with scar tissue using a proglide after an interventional coronary procedure with a 6f sheath. Reportedly, a cuff miss [suture retrieval] issue was noticed. During removal, resistance was noted, and the device was observed to have broken yet was held together with the actuator wire. Extra procedure time was added in order to remove the device without a patient effect. Manual compression was used to achieve hemostasis. No additional information was provided.